Manufacturer narrative:
This report is submitted on june 07, 2017. Implanted device remains.

Event description:
Per the clinic, the patient experienced inflammation of the implant scar and was subsequently treated with an antibiotic (date and type not reported).